Event description:
It was reported that there have been multiple patients with delays and complications in wound healing after spinal surgery where rhbmp-2/acs had been implanted. No additional information was provided.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 7510600. PMA/510k: this part is not approved for use in the united states; however, a like device catalog # 7510600, PMA # p000058, was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.